Event description:
It was reported that the patient presented in clinic. Upon device interrogation, the right ventricular lead exhibited multiple episodes of noise resulting in pacing inhibition and presyncopal episodes. The noise could be reproduced with arm movements. The ventricular lead was capped and replaced on (B)(6) 2015. The patient was in satisfactory condition post procedure.

Manufacturer narrative:
(B)(4).